Manufacturer narrative:
The reduction screw remains implanted so was not available for evaluation. Based on information provided by the reporter, the incorrect instrument is used to hold the reduction screw in place during closure top installation. Testing using a reduction screw retained by the manufacturer found this allows the tulip of the reduction screw to splay open and the closure top to cross-thread within the tulip so that it does not tighten appropriately. The labeling was reviewed and does provide instructions related to the correct instrumentation to use with the screw. Reference report 3012447612-2018-00847.

Event description:
It was reported there was movement between the rod and reduction screw after final torqueing of the closure top. To complete the procedure the closure top was loosened and then torqued again in the reduction screw. There was no patient impact or delay during surgery. This is report two of two for this event.